Manufacturer narrative:
In this reports, box b has been corrected/updated.

Manufacturer narrative:
A device was returned to the third-party service center for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has visualization of foam particles. In addition to above findings, the third-party service center found 32 errors that were logged. There was a dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. There was also a brown dust-like contamination at the air inlet and the inside bottom of the blower box. The ui knob was broken. The air inlet filter was missing. There is also a potential fluid spot on and inside the blower motor indicate potential water ingress. In this report, section h - evaluation method, evaluation results and conclusion code has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused skin cancer, sinus issues, lost consciousness and had a low pulse. The patient did report to receive medical intervention and saw many physicians. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.